Event description:
It was reported that the patient presented remotely via merlin net. Upon review, it was found that patient's pacemaker was in backup mode. Patient presented to clinic, and it was found that patient's pacemaker was not able to be interrogated and no magnet response was noted. It was also noted that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. There were no patient consequences.